Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Additionally, it was reported the customer saw no insulin during the load fill tubing step. Customer declined to complete troubleshooting or to provide an alternate method of insulin therapy. Customer's blood glucose was 400-500 mg/dl at time of event.